Event description:
In 2008, general mgr, reported that the account alleged that a pt had fallen breaking her hip and shoulder. This pt fall happen sometime in 2007. Equipment specialist, found that the ppm would not arm. He found that the bed had not been properly zeroed. Rep found that with the bed empty the scale read 135.2 pounds. He zeroed the scale and the ppm functioned as designed.

Manufacturer narrative:
Equipment specialist, found that the ppm would not arm. He found that the bed had not been properly zeroed. He found that with the bed empty the scale read 135.2 pounds. He zeroed the scale and the ppm functioned as designed.